Event description:
On (B)(6) 2015 caller reported patient required hospitalization due to the pump. Patient alleged that neither the basal rate nor the boluses were delivered properly. Caller stated patient was hospitalized on (B)(6) 2015 because of high blood glucose levels due to pump causes and was kept all night. No blood glucose readings were provided. Treatment was provided by doctor. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.